Manufacturer narrative:
Retainer ring = black on (B)(6)-2021 customer alleged insulin pump have beeping and logo of medtronic flashing on the display. Pump received with beeping and logo of medtronic flashing on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to logo of medtronic flashing on the display. Perform cut and open insulin pump visual inspection found moisture damage on electronic assembly. Swapping out test boards confirms display anomaly is isolated to pcba 2. Device had scratched case, cracked case corner of belt clip rails. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, customer alleged have beeping and logo of medtronic flashing on the display due to moisture damage pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer stated that inserting a new battery frozen display is not recurred. Customer was not calling back after receiving new battery cap. Customer stated that they were not reported for blank display but they reported for partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.